Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. Unable to perform displacement test due to missing retainer. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, keypad overlay texture damage, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.